Manufacturer narrative:
The reported field event of connection issue and header anomaly was not confirmed in the lab. Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient presented to the hospital for an implantable cardioverter defibrillator (ICD) implant procedure on (B)(6) 2022. While attempting to implant the device, it was noted that the chronic leads could not be inserted into the ICD header. Physician alleges manufacturing issue. After multiple failed attempts, the ICD was removed and replaced without further incident in the same procedure. The patient was in stable condition.